Manufacturer narrative:
Update to d4: expiration date. Update to h4: manufacturing date.

Manufacturer narrative:
Update to d9: sample returned. Update to h3: sample evaluated. Update to h6: type of investigation. Update to h6: investigation findings. Update to h6: investigation conclusions.

Manufacturer narrative:
It was reported that on (B)(6) 2025 while setting up for a procedure the "syringe popped off and would not lock back in". The customer reported there was no patient involvement and the procedure was completed with an alternate device. No additional details are available related to the customer reported issue. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that on (B)(6) 2025, while setting up for a procedure the "syringe popped off and would not lock back in".